Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) that entered the programmed ventricular fibrillation (vf) zone of the cardiac resynchronization therapy defibrillator (crt-d). Anti-tachycardia pacing was delivered that did not convert the rhythm. The crt-d then delivered a 41 joule shock which induced the patient into vf. There was some subsequent ventricular undersensing and unnecessary pacing due to the morphology of the vf; however, the vf was detected by the crt-d and a second 41 joule shock was delivered which successfully converted the rhythm. The crt-d remains in service and no additional adverse patient effects were reported.